Event description:
A malfunction alarm with code malf 16 was reported, and despite efforts to reset the pump, the issue persisted. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer reverted to an alternate method of insulin therapy.